Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(4) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high right ventricular (rv) lead impedance and there had been a steady rise in impedance with a recent spike. It was further reported there was a rising threshold. Reprogramming of the lead was performed and the lead remains in use. No patient complications have been reported as a result of this event.